Event description:
A hosp risk manager advised an olympus sales representative that a ureteroscopy procedure had a "bad outcome". The risk manager did not provide any details beyond that statement. When an olympus regulatory affairs (ra) associate contacted the risk manager to ask about the procedure, the manager explained that she could not provide information. However, she confirmed that the pt expired. Details about the death were not provided. Background: the olympus sales representative stated that an olympus percutaneous nephrostomy set and an olympus flexible cystofiberscope were used for removal of stones from the pt's kidney. The sales representative, in the room during the procedure, reported that the case took longer than usual. He stated that while he was there, the staff did not mention that they were having problems with the case. The procedure began at approximately 11:30 a.m. The sales representative left at 5:45 p.m. While the procedure was still in progress. The representative mentioned that flexible and rigid cystoscopes were used during the procedure. The o.r staff indicated that the physician performed this procedure at the facility three times prior to this case. Note that the physician is associated with two hospitals other than the one described in this report.